Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer was asked to check the volume of bulk solution dispensers, centrifuge the calibrators and recalibrate the rubella assay. The customer called back to report the recalibration was unsuccessful and the same error message was generated. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.